Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough, visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough stimulus. There was no report of serious or permanent patient harm or injury. Philips is currently investigating this complaint; however, the device examination has not yet begun because the device has not yet returned to the manufacturer for evaluation. The manufacturer has contacted the customer on 08/03/2023, 08/09/2023, 08/14/2023 via email to '(B)(6)'. There has been no response on the return of the device. At this time, no further investigation can be performed. If any additional information is received at a later date, a follow up report will be filed.

Manufacturer narrative:
On previously submitted report the describe event or problem, product UDI, were incorrectly filed, in this report it has been corrected and updated. Philips is currently investigating this complaint; however, the device examination has not yet begun because the device has not yet returned to the manufacturer for evaluation. The manufacturer has contacted the customer on 08/03/2023, 08/09/2023, 08/14/2023 via email to '(B)(6)'. There has been no response on the return of the device. At this time, no further investigation can be performed. If any additional information is received at a later date, a follow up report will be filed. Box b and h has been updated and corrected.